Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery with an intraocular lens (iol) implant procedure, the trailing haptic of the lens was found to be broken after implantation into the patient's eye. Subsequently the lens was removed during initial procedure. As there was no alternative iol, the patient was left aphakic. The inflammation was observed, iol implantation is scheduled for a later date. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9. , h.3., h.6. And h.11. The lens was returned in the lens case. A very small amount of viscoelastic was visible on the lens. One haptic was broken with a portion retained in the haptic insertion area. No other damage was observed. A qualified cartridge was indicated. The handpiece and viscoelastic used were not provided. It is unknown if a qualified handpiece and viscoelastic were used. Product history records were reviewed, and documentation indicated the product met release criteria. The reported haptic damage was observed. All lenses are 100 percent inspected for cosmetic attributes, damaged or broken haptics would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. It is unknown if a qualified handpiece and viscoelastic were used. The instructions for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the in addition, there was very little viscoelastic on the lens. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is: (B)(4).